Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family:linear st lead kit 50 cm, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 14086905. Product family:linear st lead kit 70 cm, upn: m365sc2218700, model: sc-2218-70, serial:(B)(4), batch: 14086905/13574383.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced with non-rechargeble system. The patient was doing well postoperatively and the explanted devices were not returned.